Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient contacted animas on (B)(6) , 2011 alleging elevated blood glucose(bg) readings above 300 mg/dl with symptom of nausea for past couple of days. The patient stated she has been correcting the high bgs via syringe and her bgs are responding accordingly. The patient reported there were no associated alarms in history and the pump was correctly primed. However, at the time of troubleshooting, the patient discovered air bubbles in both the tubing and insulin cartridge. The patient declined further review of the pump at the time she saw air bubbles.